Event description:
Note: date of the event is unk. It was reported to boston scientific corp in 2008 that a speedband superview super 7 device was used during a band ligation procedure. According to the complainant, the sys was properly set-up on the scope. The varices were suctioned and when the physician tried to deploy the bands, there was no clicking sound and the bands did not deploy. The physician set-up a new scope with another speedband device and successfully completed the procedure. The pt was sent to the intensive care unit for observation and was discharged one day later.

Manufacturer narrative:
According to the complainant, the suspect device was discarded; therefore, a device analysis cannot be performed. The cause of the reported event is undetermined. The july 2008 15-month band ligation prod family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.